Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device onsite. The device failed the aecm solenoid valve verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device onsite. The device failed the aecm solenoid valve verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The proportional valve was tested on a multifunctional test station and passed all testing. The pil technician concluded that the component operates as designed. The solenoid valve was also testing on the multifunctional test station, and the component failed the active exhalation verification test step. The pil technician suspects the internal contamination caused the failure. The components were scrapped per the pil protocol.